Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/ modem was producing battery charger faults. The cause for the failure was isolated to a shorted u13 flash cmos microcontroller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient received a replacement battery charger/ modem.

Event description:
Download data from a (B)(6) male patient revealed several battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/ modem.